Event description:
It was reported by the patient's daughter that her mother had the valve implanted in (B)(6) 2001, and it was recommended her inr range be maintained at 1.8 to 2.5. The patient had maintained an inr in the low 2's. For the month of (B)(6) 2010 and (B)(6) 2011, her inr was 1.8 to 1.9. The patient experienced a stroke. Additional information has been requested.